Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2317-50, serial:(B)(4), batch: 5091585/7035096.

Event description:
It was reported that the patient was not receiving pain relief from the implant despite multiple reprogrammings. All device components were explanted.